Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator. The monitoring voltage was 2.47v and the charge time was 32.8 seconds. The patient has not had any magnetic resonance imaging (MRI).